Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that a new instance of bluetooth telemetry loss occurred prior to device explant. No further adverse consequences were reported.

Manufacturer narrative:
The reported event of bluetooth (ble) communication anomaly was confirmed. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of bluetooth (ble) communication anomaly was confirmed. Upon receipt, the device was unable to communicate neither via inductive telemetry nor ble. Electrical testing confirmed high current drain from the hybrid. The cause of communication anomaly was due to a depleted battery as a result of high current draw in the hybrid. The cause of high current was due to a hybrid anomaly.